Event description:
Patient was revised to address a malpositioned, loose cup. Poly wear of the liner was also reported.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other reported incidents against the liner product/lot combination since its release for distribution. Product/lot information was not provided for the associated acetabular cup. The investigation could not draw any conclusion regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.